Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. The capsule did not lock. It was replaced with the new one. The case process was completed with another catheter without any complication. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or procedure that may have lead to this issue. The delivery system and the capsule will be returned for evaluation.

Manufacturer narrative:
Additional information: (street, MFR city, region, postal code). Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found the plunger was not rotated by user. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.